Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had 3.5 years of battery life remaining a month after it was implanted due to high output pacing. Boston scientific technical services (ts) discussed that the battery will recover once better position good threshold is observed. This device remains in service. No adverse patient effects were reported.